Event description:
Smiths medical has informed us of an event that the user alleges air leakage was found after insertion. The product was tested before use and orally inserted for an operation. It is unk how many hours the product had been in use when leakage occurred. No adverse outcome. Event occurred at the hospital in another country.